Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. This case is from health authority. During the intraoperative suturing of the patient's skin, it was found that the newly disassembled product had the problem of pulling off suture needle and could not be used. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * please clarify when was the needle pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify; contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.